Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that spyscope ds ii was used during an endoscopic retrograde cholangiopancreatopography (ercp) procedure for the treatment of choledocholithiasis on unknown date. It was reported that they had lost the image during the procedure and the ehl probe stopped working at 1400 pulses. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.